Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod was deactivated after running 48 pulses, 48 of which were first prime pulses. It follows that the cannula assembly is in the appropriate state for this situation - undeployed, because the device did not complete the second priming sequence. No deficiencies were found that would prevent the activation of this device.